Event description:
A surgeon reported a pt that experienced a corneal burn during a cataract extraction procedure. In a follow up, the surgeon reported that after the rhexis, the surgeon placed the viscoelastic in the anterior chamber. Immediately while beginning the sculpture, the liquid became whitish around the probe at the incision site. The probe was blocked and there was no aspiration. The probe was removed and the edges of the incision were noted to be white. Another handpiece with another sleeve was used; there was less viscoelastic in the anterior chamber and the procedure was successfully completed. The incision was enlarged and three sutures were required. The iris base came in the incision, but the pupil remained normal form. The day following the procedure, the pt presented with 12 diopters of astigmatism (preoperatively the pt had 1.5 diopters of astigmatism) and vitreous opacification in the visual axis. According to the surgeon, the vitreous opacification is not related to the corneal burn. Five months following the procedure, the surgeon noted the astigmatism had resolved and the cornea had healed. Vitreous opacification and condensation persisted. The surgeon reported that he used too much viscoelastic in the anterior chamber, which blocked the probe and led to increased heat and corneal burn. There was no intervention on the console and the handpiece since the reporter did not consider that it was defective. He also reported that the event was rather related to the quantity of viscoelastic used.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested and received. (B)(4).